Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). The device was received for evaluation. During functional testing, the reported problem of "failed ds occ test" was not reproduced as the device pass downstream occlusion test. A review of the event history log revealed multiple counts of downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor w/ tube current reading out of range. The force sensor scale factor calibration will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test during preventive maintenance in the biomedical service department. There was no patient involvement. No additional information is available.